Event description:
N/a.

Manufacturer narrative:
Device history record (DHR)- not possible as the lot number and the product code were unknown. Faulire analysis- the valve was visually inspected; no defects noted. The position of the cam when valve was received was at setting 1. The valve passed the test for programming, leaking, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm a problem with the valve.the possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas plus valve was revised. It is unknown if the valve malfunctioned, the patient did require a revision surgery where they implanted a new certas plus valve.